Manufacturer narrative:
In the case description, the user mentioned having low bgs while using the system. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files showed no evidence of an over delivery of insulin. The phb audit data showed that the pods used were constantly connected to a cgm and the egvs were factored into insulin delivery suggestions. The phb data showed that no urgent low readings were received on or around the date of occurrence and no urgent low notifications were generated. The agc algorithm was found to function as intended, stopping suggestion of basal insulin while egvs were below 60 mg/dl and only suggesting insulin while egvs were below target when a sharp increase in egvs was predicted. The system would detect decreases in bgs and appropriately lower and stop basal insulin suggestion. The agc algorithm was able to appropriately adapt insulin delivery based on egvs and user inputs.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 68 mg/dl. The patient was given juice at the ER (emergency room) to resolve the issue. The patient was released the same day.